Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that patient had pain at ipg site. As result, patient underwent surgical intervention on (B)(6) 2019 to explant the ipg. Patient's leads were also explanted due to ineffective stimulation (reference MFR report number 3006705815-2019-02032, 3006705815-2019-02033).

Event description:
Additional information received identified that patient's pain at ipg site has resolved postoperatively.